Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The device delivered all energy levels as expected during testing. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device did not deliver the expected defibrillation energy level. In this state the device may not be able to deliver the appropriate defibrillation therapy. There was no patient involvement reported with the event.